Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information. See scanned page.

Event description:
The reporter stated that she had a p.i.c.c. (Peripherally inserted central catheter) line inserted with a biopatch dressing. The dressing was changed at home by the home health nurse. There was no drainage from the PICC line. During the two weeks that it was in place she had a mild itching at the site. Three weeks after removal she had itching and redness the exact size and location of the biopatch. Integra today received updated clinical information. Her physician diagnosed contact dermatitis and instructed her to use hydrocortisone cream which temporarily relieved the itching. The area, overall, is still reddened, raised and itching.